Event description:
Vantage artifacts: customer says that the vantage option when used on his cardiac scans seems to create a fixed artifact in the anterior wall. If the vantage option is not used then the artifact does not exist.